Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) failed an atrial heart wire connection test. It was also indicated that the attachment ring and cover, and a bail and bail cover were missing. It was also indicated that a bail was bent. The epg was repaired and returned to service.

Event description:
It was reported that the external pulse generator (epg) was returned for a funtional check and and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.